Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Date of explant is unknown.

Event description:
Related manufacturer report number: 1627487-2023-03433. It was reported that the patient's lead had broke after a fall. As a result, the patient underwent surgical intervention during during which the lead was explanted on an unknown date. A few weeks after the procedure, the patient's ipg became inoperable. As a result, further intervention was undertaken during which the ipg was explanted and replaced.